Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with original packaging), hubless silicone flat drain. Visual inspection noted foreign material measuring .10mm2 and located inside the packaging. This is within specification. No root cause could be found because the reported event was unconfirmed. A risk review, labeling review and a device history record review were not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the wound drain was opened in the operating room for use, a foreign object was found in it.

Event description:
It was reported that when the wound drain was opened in the operating room for use, a foreign object was found in it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.